Event description:
On (B)(6) 2013, it was reported that the physician was evaluating the patient and could not get a reading off of the vns device. It was confirmed that the programming system worked successfully on other patients. The physician did not believe the patient was implanted with vns as there were no incision sites; however, x-rays were taken which showed the device and the device could be palpated. It was noted that the implanted very deep and the patient was quite large. The patient's parents believe the device is at end of service. As the product information of the device is currently unknown, a battery life calculation could not be performed to confirm. X-rays of the device were sent to the manufacturer for review. The generator is normally placed in the left chest. Feedthru wires and lead wires at the connector pin cannot be assessed due to image quality. Complete insertion of the lead pin into the connector block cannot be assessed. The presence of lead behind the generator cannot be assessed. There do not appear to be any sharp angles; however, due to image quality, the assessment of the lead is limited. There does appear to be a suspect area near the electrode site close to the tie-down. No other information has been provided.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's father does not feel convinced that the "equipment" worked satisfactorily. The surgeon reported that generator replacement has been discussed with the patient's family. The surgeon feels that the generator being at end of service is the cause of the patient's lack of efficacy. Surgical intervention has not occurred to date.